Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/11/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that twenty-eight packets of product code 8706h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-05006, 2210968-2023-05007.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: in attached files mention "here is another complaint from the hospital darmstadt" also " is no longer taking 7-0 prolene from us, due to the complaints that have occurred", could you please clarify if these other procedures had been reported? Did the event occur during one or multiple patient procedures? What is the total number of procedures? What is the total number of products involved in this event? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Was the needle grasped in the needle holder? Yes. What type of fabric was sewn? Vessel. Did the needle fall into the situs? No it hung in the needle holder. How was the surgery finished? Another 6-0 suture with a vb needle was used. Events reported via: 2210968-2023-05006, 2210968-2023-05007.

Event description:
It was reported that a patient underwent a bypass procedure on (B)(6) 2023 and suture was used. During the procedure, the needle detaches after the second puncture through the vessel wall. No adverse patient consequences were reported. Additional information was requested.